Event description:
It was reported during the patient's permanent implant procedure, the scs lead was required to be repositioned several times. It was also reported that following the procedure, the patient was unable to move her legs (no loss of sensation). A CT scan revealed no anomalies. As a pre-cautionary measure, the scs system was explanted. Additionally, a neuro-assessment was conducted; however, the results were not given. The physician has not determined the cause of the event (MRI); however, a spinal stroke has been suspected. Per the patient, the event was caused due to swelling. Furthermore, it was reported the patient is in rehabilitation and making improvement in her mobility. The patient's date of birth is unknown at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the physician has not determined the cause of the event. Additionally, it was reported the patient can stand with assistance and take a step with her left foot. The doctor's prognosis is that the patient is expected to recover and for the time being will remain in rehabilitation.